Event description:
It was reported a perforation and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and 27mm watchman flx laa closure device and delivery system (wds) were being used. The was positioned in the laa and the wds was advanced. The closure device was deployed, but was fully recaptured. It was noticed that the was inserted deeply into the auricle of the laa. A perforation was noticed and the patient experienced pericardial effusion with tamponade. The effusion was drained surgically. The procedure continued and a 31mm watchman flx laa closure device was successfully implanted. The patient was stable at the end of the day.

Event description:
It was reported a perforation and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and 27mm watchman flx laa closure device and delivery system (wds) were being used. The was was positioned in the laa and the wds was advanced. The closure device was deployed, but was fully recaptured. It was noticed that the was was inserted deeply into the auricle of the laa. A perforation was noticed and the patient experienced pericardial effusion with tamponade. The effusion was drained surgically. The procedure continued and a 31mm watchman flx laa closure device was successfully implanted. The patient was stable at the end of the day. It was further reported that the anatomy of the laa of the patient was a severely angulated chicken wing with a quite large ostium. A non-bsc pigtail catheter and the was were was advanced deep in the laa. The was was bending in the angulated laa (almost 180 degrees). There was a lack of depth so when they advanced the closure device, the tension was so strong that it finally rotated and perforated the base of the laa / left atrium. The atrial rupture occurred before flx implantation and the flx device was implanted to seal the perforation. The surgeon described the tear as a 7 to 10 mm linear laceration at the base of the laa. After the pericardiocentesis, the patient went into hemorrhagic shock. A sternotomy with left atrium suture and pericardial drainage was performed. The patient was sent to the intensive care unit (ICU). They had initial improvement; however, later developed secondary pulmonary sepsis related to prolonged mechanical ventilation and eventually passed away 13 days post procedure.